Event description:
A customer reported to baxter that a minicap transfer set was found to have cracks on the light blue main body. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation. One used set, with cap on dark blue connector and no cap on patient connector was received for evaluation. The set was rinsed with (B)(4) bleach solution for disinfecting. Functionally hand tightened a lab titanium adapter without difficulty and was pressure tested underwater with no leak noted. During a visual inspection a large portion of the light blue body was missing and chipping/flaking/crack of the light blue main body was noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.